Event description:
The caller is the patient's wife and she reported that the cuff deflates and that the spring in the pilot balloon does not close all the way. The patient had another tube put in place when this tube failed.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the disposable cannula tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned, and failure investigation results provide new or significant information, a follow-up report will be submitted.